Event description:
Pt experienced left knee pain and swelling. Pt began treatment with synvisc in 2005. The pt received two injections of synvisc into the left knee one week apart. On an unspecified date after the second injection, the pt experienced left knee pain and swelling. The physician decided not to administer the third injection. Additional info was received in mar-2005 from the physician. The pt had a medical history of moderate left knee osteoarthritis for 3 years with joint narrowing and prior history of effusion. Previous treatment included nonsteroidal anti-inflammatory drugs, steriods and viscosupplemetation (syncisc date unk). Effusion was not collected prior to the synvisc injection. Three days after the 1st injection the pt experienced left knee pain, swelling and effusion. The physician aspirated 50cc of fluid and injected depo medrol 40 mg intra-articularly. Eleven days later the physician again aspirated 50 cc of left knee fluid. The physician assessed the causality of the events as definitely related to synvisc.